Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed; an e226 and a b30 scope communication error occurred due to damage on the charged coupled device unit and due to corrosion on the video plug. Additional findings include a crack and a scratch on the video connector; due to damage on the forceps elevator lever, the bending section cannot be fixed firmly; the grip, light-guide cover glass, and the light guide connector all had a scratch; the video connector case had a crack and a scratch; and the indication on the video plug section was not correct. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus there was an e226 scope communication error on the endoeye flex deflectable videoscope when connecting to the visera elite ii video system center. The issue did not impact a patient or healthcare professional. No patient harm was reported.